Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) showed unstable pacing impedances. At times the measurements were high, out of range but at subsequent interrogations the values were within normal limits. Furthermore, the rv lead showed no capture at high outputs at times, but again, during subsequent measurements the same behavior of normal thresholds was observed. The field representative was not able to recreate noise of the high impedance/threshold. There was one event in the logbook with noise. The specific origin for this behavior has not been determined yet. Finally, the patient reported the crt-d moving in the pocket or sticking out when they bend over. A system revision was recommended but it remains in service at this time. No adverse patient effects were reported.